Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument would not cut the tissue. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode, as the fenestrated bipolar forceps instrument is not a cutting instrument. An additional observation not reported by site was that the instrument's polyethylene terephthalate (pet) heat shrink tubing that goes over the distal clevis and maintube was burned. The clear sleeve covering clevis had a tear at the distal end and two holes on opposite sides. The holes were inspected and edges exhibit charred appearance, suggesting energy escaped through these areas. Dried biodebris can be seen in the area between the sleeve and clevis. Failure analysis investigation also observed excessive amount of dried biodebris between grips, causing them to stick in the closed position. The instrument is a single use instrument, so it likely was insufficiently cleaned prior to returning. No other damage was found. This complaint is being reported due to the following conclusion: it was reported that the fenestrated bipolar forceps instrument would not cut tissue. However, an evaluation of the instrument found evidence of arcing. In addition, there was no evidence that a serious injury occurred as a result of the alleged arcing event.